Event description:
Journal reference: matzel ke, kamm ma, stosser m, et al. Sacral spinal nerve stimulation for faecal incontinence: multicentre study. Lancet. 2004;363(9417):1270-1276. In patients with faecal incontinence in whom conservative treatment fails, options are limited for those with functionally deficient but morphologically intact sphincter. We investigated the effect of sacral nerve stimulation on continence and quality of life. Reportable event: lead breakage prompted replacement in one patient. See mfg report # 2182207-2008-07890.